Event description:
It was reported the video system center displayed a b30 scope communication error. The event occurred during a diagnostic endoscopy, which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.